Manufacturer narrative:
The product investigation was completed. Device evaluation details: it was confirmed that the issue was resolved by rebooting the system. No data loss was reported. An investigation was initiated by the manufacturer to investigate the map shift issue. The logs were requested in order to investigate the issue, but the company representative confirmed that the data was no longer available, therefore no investigation could be performed. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. The system is ready for use. The manufacturing record evaluation was performed on carto 3 system # 34528, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and a map shift was noticed. The issue was noted during ablation. There were no errors displayed on the carto 3 system. There was no patient movement or cardioversion. The ablation catheter was replaced and they remapped the case with the octaray catheter. The procedure continued without further issues. No patient consequences were reported.